Event description:
A 5 fr triple lumen bard powerpicc provena catheter placed less than one day ago reported by rn to have continuous leaking. Vascular access rn assessed and found a pinhole fracture in the catheter wall at the hub-catheter connection. Replacement was required. PICC overwire procedure completed. Stat portable chest x-ray ordered for tip verification. FDA safety report ID# (B)(4).